Manufacturer narrative:
(B)(4).

Event description:
It was reported that the merlin at home transmitter exhibited electrical failure. There was an audible noise and the fuse at the patient's house went off. The device would not power up anymore; the patient saw some charring and smelled smoke. There were no adverse effects to the patient. The device was replaced.